Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Event description:
The tip of the hudson connection broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The returned device was forwarded to depuy material science for evaluation ((B)(4)). On the basis of these observations, fracture of the hudson tip of trephine shaft was due to high stress low cycle fatigue due to bending, likely during extraction. No evidence of material or manufacturing defects was observed that could have contributed to the fracture. Based on the performed investigation, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.